Event description:
Plaintiff reports initial bilateral implantation 3/24/82 with explant 11/22/93. Plaintiff alleges various illnesses including, but not limited to, ruptures, physical pain and suffering.